Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative (rep) regarding a patient who was receiving 1000 mcg/ml of fentanyl at 610.9 mcg/day via an implantable pump for non-malignant pain. On (B)(6) 2016, it was reported that the patient had missed their refill appointment and that their pump had been empty for 5 days. The patient was not at the facility and thus the pump could not be interrogated, however the hcp believed that the pump was empty. The low reservoir alarm was heard on (B)(6) 2016 and set to sound when the pump reservoir reached 2 ml. Based on the flow rate, the hcp believed the pump had been dry for at least 5 to 6 days, possibly more if the personal therapy programmer had been used. When the patient was later able to be brought in for a refill, the pump was down to 0.5 ml. The pump was refilled with saline until the necessary equipment was available to refill the pump with new drug. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.